Manufacturer narrative:
It was reported that, "we went to pull out the mds86850ebs8 blue rollator we just brought in and it was bent right out of the box". No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that, "we went to pull out the md s86850ebs8 blue rollator we just brought in and it was bent right out of the box".